Event description:
During evaluation of a returned homechoice device, a high drain 103 (night drain #3) alarm was identified in the log. This alarm indicates that the patient drained greater than or equal to 200% of the maximum prescribed cycle fill volume. The alarm occurred on (B)(6) 2015 at 08:54:5. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. The increased intra-peritoneal volume (iipv) event was identified during a review of the event history log. An internal and external visual inspection was performed. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. A short simulated therapy was completed on the device. Upon conclusion of the investigation, the cause of the iipv event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.